Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® no additive (z) plus tubes. The following information was provided by the initial reporter, "customer called in to report that the red top tubes are gelling. She stated that they spin them down and they are well separated however when they transfer them to a tube for send out they will not stay liquid, they have to spin them down 3x to get them to not gell. She stated this occurred yesterday 1 time and twice today." 1 of 2 complaints.